Manufacturer narrative:
On 6/11/2019, additional information was received indicating the device lot number is 1004355. On 6/5/2019, this device was received by the mentor failure analysis lab for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation with a saline mentor smooth round moderate profile 275cc and experienced deflation on the right side. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate profile 275cc, catalog number 3501640, lot number 7399405 on (B)(6) 2018. The reported date of implantation is prior to the manufacture date for the reported lot number. If additional information is received regarding the correct lot number or date of implantation, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample some creases were observed on the anterior and posterior view. Shell abrasion was also observed in the posterior view. Leak testing revealed a tear within the crease and shell abrasion noted in the posterior aspect measuring approximately less than 0.1 cm. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).